Event description:
It was reported that after the intra-aortic balloon (iab) was successfully inserted into the patient, an "optical sensor failure " alarm was generated. The iab position was verified by using chest x-ray. A circuit on the console was checked by the customer. The customer also checked iab for kinks. The customer attempted to troubleshoot the issue by unplugging and replugging the optical sensor, but was unsuccessful. The customer switched to central lumen via transducer to monitor pressure. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were found on the catheter tubing near the y-fitting approximately 74.2cm and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 74.2cm. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was successfully inserted into the patient, an "optical sensor failure " alarm was generated. The iab position was verified by using chest x-ray. A circuit on the console was checked by the customer. The customer also checked iab for kinks. The customer attempted to troubleshoot the issue by unplugging and replugging the optical sensor, but was unsuccessful. The customer switched to central lumen via transducer to monitor pressure. There was no reported injury to the patient.